Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. At device classified termination of events, it was noted arrhythmia appeared to continue. No patient complications have been reported as a result of this event.